Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-apr-2025, beta bionics was notified by a healthcare provider that the user was hospitalized for diabetic ketoacidosis (dka). The user was transported to the emergency room by a family member on (B)(6) 2025 due to nausea and shortness of breath and was admitted. Blood glucose was reportedly elevated during the event to 400 mg/dl.